Manufacturer narrative:
A ge service rep performed an evaluation over the telephone. Advised the customer that the 9400 system will need generator batteries, however, due to the fact that the system is past its end of life the identified component is no longer available. No further info provided.

Event description:
It was reported that the 9400 system experienced a battery fault error. There was no report of pt injury.